Manufacturer narrative:
The insulin pump passed functional testing including self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No motor error alarms or displacement anomalies noted. The motor was tested outside the device and passed. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with low blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer's levels had been as low as 40mg/dl. The customer's most current level was 100mg/dl. Troubleshoot was conducted. The customer had had several cat scans and will be getting the pump replaced due to possible exposure.